Manufacturer narrative:
D4 (additional device information) was corrected. The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of single point load cell #1. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up, confirming the reported complaint. The load-sensing system of the device detected a weight/load imbalance between the two load cells. Upon conducting the load cell characterization test, the result determined that single point load cell #1 was defective (output reading values were over-reported). To resolve the reported complaint, load cell 1 was replaced. Subsequently the load cell characterization test was performed, and the results indicated that both load cells function within the specification. Following service, the platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
B5 (describe event or problem), d4 (additional device information), and h6 (adverse event problem) were updated.

Event description:
It was reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) message. This was noticed during shift check. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn unknown) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) message. No further information was provided.